Event description:
During a right shoulder arthroscopic surgical procedure while using a depuy-mitek path seeker 8mm left hook, a small piece broke off. Causing no injury to the pt or retention of any pieces of this metal hook.